Event description:
For software version 11.1, a customizing file with tubes of varying length, the display of the tube length on the screen and plot can be incorrect. This occurrs if the first customized tube is not selected, since the first tube is always used for the display of the tube length.